Event description:
Pt presented with bilateral dlk post-operatively; required secondary surgical intervention to lift and rinse the flap. First eye, no change in post-operative bcva compared to baseline (20/20). Second eye, one line improvement in bcva (20/20 to 20/15) from baseline.